Event description:
A customer returned an intracavity probe to the facility for repair of dead elements and dropout in the image. The facility repair area identified the probe as not having been manufactured by them, but manufactured by a third party vendor for use on the customer's MFR system. The returned probe was manufactured using a different array (printed circuit boards, acoustic stack, lens) and cable, but was built with MFR's connector hardware and labels. MFR's standard production radiation force balance and acoustic intensity measurement tests show the probe is below maximum allowable acoustic output levels. However, the standard MFR production temperature test drove the lens of the scanhead to 61.2 degrees celsius in just 5 minutes, above the maximum ul 2601 safety standard allowable limit of 41.0 degrees celsius. The site was not aware of a thermal problem with this probe.